Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch could not connect and showed a flashing red wi-fi led indicator. A philips service engineer inspected the system onsite and re-established the wireless connection by removing and reinserting the battery of the wireless footswitch. When the battery is removed, the power to the footswitch is removed which resets the software. Additionally, he replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that, wireless foot switch could not connect to the system. System was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.